Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that all was good. The patient received a new recharger and there was no problem anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that met with the patient on (B)(6)2017. The patient will meet the neurosurgeon on (B)(6)2018. The patient understood the necessity to charge each day due to the amplitude.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was clarified that all was good for the patient. The neurosurgeon met with the patient and all was good. The patient recharges the ins every two days and it was normal because the amplitude was about 8 volts. It was not a malfunction; it was normal. No actions were taken and the ins remains implanted.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins). It was reported that there was fast discharge of the device and that the patient recharged daily. For example, on (B)(6), there were four hours of rechargeto 75%; 5 hours of charge to 75% on (B)(6); and 6 hours of charge to 100% on (B)(6). The patient was programmed as the following: 7-6+5-4+, 390ms, 190hz, and 8.8 v. There was interval control "interval contrôle 0,3 dirait-on 1,6 h numbers 161". Factors that may have contributed to the issue included the amplitude of 8.8 volts with adaptivestim. The patient explained to the neurosurgeon that she read on a forum that the serial number of the ins is "faillie" and she wanted an exchange. The neurosurgeon inquired if it was a normal recharge with the high programs. The issue wasn't resolved at the time of the report. Technical services estimated a recharge interval based on the settings mentioned and it was expected that the ins would have a recharge interval of approximately 1.1 days at the beginning of life and 0.8 days at the end of life. The recharge duration mentioned was considered normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the customer had to reload her device on a different gap from the one prescribed for the device. She had to reload in the time interval of a day and a half. The manufacturing representative and healthcare professional had a discussion with the patient to explain that it was normal. The customer was worried because she read on a (B)(6) discussion forum that there was a problem with the manufacturers loading unit.